Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician stated they saw multiple instances of perforation involving ingevity leads reported on a social media account. Upon investigation, there were no posts under the account and no further information could be obtained. No additional adverse patient effects were reported.